Event description:
It was reported that catheter issue occurred. The 90% stenosed lesion was located in severely tortuous and severely calcified vessel. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter had separated outside the body. There was no intervention done to remove the device since it was not inserted to the body. The procedure was completed with another of the same device. No patient complications were reported.